Event description:
It was reported that the device was causing the wands to spark before the case. The procedure was successfully completed using a back-up device. No patient/user injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, an issue with one or more of the concomitant devices in use at the time of this complaint event, the tip of the concomitant wand may have been damaged. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component on the wand detection circuit inside the subject controller. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, an issue with one or more of the concomitant devices in use at the time of this complaint event. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.